Event description:
Boston scientific received information that a few weeks after a generator change-out procedure, the patient with this pacemaker and two competitor leads experienced skin breakdown where this new incision intersected with the old incision. The patient has a history of (B)(6). A pocket revision was done and the system was repositioned to a subpectoral location, and antibiotic therapy was initiated. However, a week later the pacemaker and leads were explanted, and a temporary system was used until a new permanent system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.